Event description:
The pt called lifescan on 10/27/04, alleging an error 4 message on her meter. She did not experience any symptoms at the time of testing and contacted a medical professional for advice. Medical professional did not treat the pt. The pt was tested on another one touch ultra and received a 70 mg/dl. The test strips were in good condition and not expired. The technique of applying blood was correct. Customer service was unable to resolve the error 4 message and sent the pt a new meter. Based on the info provided, this case is being reported as a malfunction, since the error 4 message was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.